Manufacturer narrative:
Company comment: the serious events of swelling, nodule at implant site and the non-serious events of pain, erythema and induration at implant site, discomfort at injection site and herpes zoster were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause is the treatment procedure or patient's delayed hypersensitivity triggered by viral infection. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To date, four medical complaints have been reported for this lot number, including the case. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless additional information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a nurse practitioner concerning a 36-year-old female patient. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. The patient was not pregnant and not breastfeeding. On (B)(6) 2024, the patient received treatment with 0.5 ml of restylane eyelight (lot 21651, expiry date 31-dec-2025), 0.2 ml to the right side and 0.3 ml to the left side of tear trough using 25g cannula with unknown injection technique for volume loss. After the treatment, there were no concerns, and the patient healed well. Since then, the reporting hcp had seen the patient for multiple unspecified treatments with no concerns to the area. On (B)(6) 2025, the patient developed delayed onset swelling (implant site swelling), small grain of rice size nodule/small lump (implant site nodule) under the right eye along the orbital rim and to left inner tear trough and outer canthus. The patient also experienced redness (implant site erythema), discomfort (injection site discomfort) and the area was tender (implant site pain). The events initially started on the left side with moderate to severe intensity and later appeared mildly on the right side affecting the medical spoof and tear trough. On (B)(6) 2025, the patient went to emergency department because the events had worsened overnight, where the physician diagnosed her with shingles (herpes zoster) and treated with acyclovir [acyclovir], keflex [cefalexin] orally. The ER physician did not believe it was a filler issue. On (B)(6) 2025, the patient reported that the swelling had increased, and the area felt hard (implant site induration) to palpation. The patient was hospitalized at the ER from (B)(6) 2025. In (B)(6) 2025, the patient underwent an ultrasound scan, which revealed a buildup in the right tear trough area. The patient received corrective treatment with IV ceftriaxone [ceftriaxone sodium] and was advised to discontinue other medications and return to the ER in 24 hours for a repeat dose. The ER physician informed the reporting hcp that it might be a delayed onset reaction to dermal filler. Under the direction of medical director, the patient received treatment with oral pred [prednisone] and blexten [bilastine]. Later, the reporting hcp assessed the patient in the clinic and upon examination found that patient had severe swelling in the medial soof with a palpable hard area along the orbital rim (right eye). The left eye presented with a small grain of rice sized nodule to the left inner tear trough and outer canthus. The hcp dissolved the right side with 2 ml of 1500 iu hyaluronidase [hyaluronidase] with immediate notable effect of decreased swelling and improved eye opening. The hardened area along the tear trough softened completely. The left side was treated with 0.5 ml of 1500 iu hyaluronidase with immediate improvement noted and softening of area. The reporting hcp encouraged the patient to continue with the plan of care with antibiotics and follow-up with ER physician. On (B)(6) 2025, the reporting hcp assessed the patient again and the area remained greatly improved. There was no reported pain, redness but the patient was having minimal swelling. The patient was advised by the ER physician to discontinue ceftriaxone and continued with oral keflex for 5 days. As of (B)(6) 2025, the reporting hcp reported that patient's eye remained unchanged with no increased swelling. The reporting hcp assessed the causal relationship between the adverse events (implant site swelling, nodule, pain, erythema, injection site discomfort) and the product as not assessable. Outcome at the time of the report: delayed onset swelling was recovering/resolving. Nodule/small lump was recovering/resolving. Redness was recovered/resolved. Discomfort was recovering/resolving. Tender was recovered/resolved. Shingles was recovering/resolving. Area felt hard was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2025 from same reporter. Case upgraded to serious. Events (implant side erythema, pain, induration, herpes zoster, injection site discomfort) added. Verbatim and coding of event implant site mass updated to implant site nodule. Patient demographics, suspect device volume, needle type, location, lot number, event outcome, severity, reporter causality and corrective treatment details were updated.